Event description:
Reporter indicated that "the patient had a reaction between the connection of the generator and the lead. The tissue was discolored and black." A large amount of black tissue was removed from the area and the lead and generator were both explanted and not replaced. The doctor at first suspected infection but once the pocket was opened, it did not look like an infection. Cultures confirmed that there was no infection. The lead was returned in one portion minus the majority of the lead body and electrodes. A stress induced fracture with mechanical damage and fine pitting was identified on the end of the unmarked quadfilar coil. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Product analysis for the generator is pending.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.